Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and the weight to the spec. A microscopic analysis was performed which identified two striated openings on the anterior side. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional called to report capsular contracture baker grade unknown. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional called to report capsular contracture baker grade unknown. This record is for the left side. Device has been explanted.